Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in moderately tortuous and severely calcified superficial femoral artery. A 5.0mm x 150mm x 150cm sterling balloon catheter was advanced for dilatation and inflated twice at below 14 atmospheres. However, during the third inflation at below 14 atmospheres, the balloon ruptured. The device was removed from the patient and the procedure was completed with different device. There were no patient complications nor injuries reported. The patient status was good.